Manufacturer narrative:
Age at time of event - under 18 years. Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion with a bend of less than 90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent strut was found to be slightly lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.